Event description:
It was reported that after 211,037 joules and 26:29 minutes had been expended the fiber kept flashing and stopping. Error code 171 was then displayed. A second fiber was used to complete the procedure. There were no patient complications reported. The fiber was returned for analysis and the testing conducted identified a distal circumferential fracture with the potential for forward firing.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified severe debris adhesion on the metal cap as well as a distal circumferential fracture with glass cap detachment at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.